Manufacturer narrative:
The reporter indicated that the surgeon implanted a 13.2mm vticm513.2 implantable collamer lens of -12.00/1.5/072 (sphere/cylinder/axis) into the patients left eye (os) (B)(6)2023. The lens tore/broke during injection/delivery into the eye. The lens was removed intraopertively. There was no patient injury. On (B)(6) 2023 a replacement lens of the same length was implanted. The problem was resolved. Claim #: (B)(4).

Event description:
The reporter indicated that a 13.2mm vticm513.2 implantable collamer lens of -12.00/1.5/072 (sphere/cylinder/axis) lens tore/broke during injection/delivery into the eye. There was no patient contact or injury. Cause of the event ins unknown.

Manufacturer narrative:
A4-a6:unk. H6: work order search: no similar lots within associated lots were found. Claim# (B)(4).